Manufacturer narrative:
Additional information was provided in a.1., a.2. A.3.a., b.5., d.10. Andh.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that surgery was completed with the company lens of same model and diopter. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis. Only photos and video were returned. The reported complaint was observed on the returned video. Provided photos show company iol carton, company model. The reported event cannot be confirmed from the returned photos. Provided video shows open company lens case (company model) and an implant reply card in the background. A piece of lens (one haptic and a piece of optic) can be observed in the lens case base well; the lens appears to be damaged. The complainant indicates the use of non-company viscoelastic and non-company injector which are not qualified for use with the associated iol model. The incision size indicated did not correlate to the recommended size for the cartridge used. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use(IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Also, the incision size indicated did not correlate to the recommended size for the cartridge used. It is unclear if this may have contributed to the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during phacoemulsification surgery with iol implantation in the right eye on (B)(6) 2025, the centrally located intracapsular lens was found broken after implantation. The lens was extracted, fragmented into three parts through the 2.4 mm main incision, and a new implant was performed on the same date. Additional information has been requested.